Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was in the hospital due to syncope. It was determined that the syncopal events correlated with episodes that used an algorithm to promote intrinsic ventricular conduction. The health care professional (hcp) discussed the events with boston scientific technical services (ts) and it was suggested to turn the algorithm off as the patient is not having one to one atrial to ventricular conduction. No further information was able to be obtained including if the device was reprogrammed. The system remains in service.